Event description:
It reported that the device seemed to be leaking while in use on the patient. There was unknown patient harm or adverse event reported as a result of the event.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, a hole was observed on the edge of the circuit. The deformation around the hole melted-like and the reported issue could be duplicated. The probable cause of the damage was not able to be determined. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.